Event description:
Information received from the article: briganti et al. Treatment of intracranial aneurysms by flow diverter devices: long-term results from a single center. European journal of radiology 83 (2014) 1683-1690. 30 out of 35 patients were treated with pipeline embolization devices. The mean age was 54. In one of these procedures, the pipeline pushwire separated and was retrieved from the patient with a snare. There were no clinical complications from the event. This article reports the long-term results (2-4 years) of this treatment from a single-center and shows that flow diverter devices are a safe and efficacious treatment of intracranial aneurysms, resulting in high occlusion rate and low incidence of complications. The information was received from the same article as 2029214-2015-00137.

Manufacturer narrative:
This report was created to capture the complication of pushwire break that required intervention. The information was received from the article: briganti et al. Treatment of intracranial aneurysms by flow diverter devices: long-term results from a single center. European journal of radiology 83 (2014) 1683-1690. (B)(4).